Event description:
Report received from the USA stating that the device was "overheating." The device was not used in surgery. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. Ref:(B)(4).